Event description:
A customer contacted beckman coulter inc., (bec) and reported that the coulter lh 750 hematology analyzer generated erroneous high platelet (plt) results for three (3) patient specimens. Plt results were accompanied by the instrument generated messages r flags. Customer performed a manual smear and tested patient samples on a competitor instrument. Obtained plt results were different than lh750 instrument results. The results generated by the lh750 analyzer were reported out of the lb. A corrected report was sent out once the customer discovered results were too high. Based on available information, there was no effect to patient treatment. R - instrument-generated flag; review the result according to your laboratory's protocol. When editing parameter results, this flag requires special handling. Any parameter derived from an r-flagged parameter cannot be recalculated until the parameters with the r flags have been edited.

Manufacturer narrative:
Qc was done before and after the event and results were within the stated ranges. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. The instrument is currently within qc specifications with respect to controls and reproducibility. Raw data was provided, but analysis is not available at this time. Service information was not provided. Per labeling, the lh700 series applies instrument-generated and /or laboratory-defined flags, codes, and /or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message. Root cause for the erroneous results is unknown. However, instrument properly flagged to alert the operator to review the results. (B)(6).